Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the left ventricular lead exhibited loss of capture. The lead was suspected of dislodgement. The lead was explanted and replaced. The patient was in stable condition post operation.